Manufacturer narrative:
(B)(4). A review of the device history record was not possible since the system serial number was provided and the component serial number was not. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported skin burn could not be conclusively determined. Per the IFU, skin burns are a known risk with the use of this device.

Event description:
During an atrial flutter ablation procedure, a skin burn occurred. A non-sjm rf return electrode patch was used on the patient's lower back. Following the procedure, the patch was removed and a weeping burn was noted at the patch site. The burn was treated with skin grafting. There were no performance issues noted with any sjm device used.

Manufacturer narrative:
This model number is not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The product code and PMA number listed, is the information for the similar comparator device.